Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as the emergency release on the actuator being stuck.

Event description:
Customer states there is an issue with the emergency release pin. The lift works fine otherwise, but when the emergency release is pulled the lift will not lower.